Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('chronic pelvic inflammatory disease') in a (B)(6) year-old female patient who had essure (batch no. 636096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, adnexa uteri cyst, endometriosis of ovary, endometrium cystic and abnormal uterine bleeding. Concurrent conditions included hypertension, hemorrhagic cyst, teratoma and cholelithiasis. Concomitant products included enalapril since (B)(6) 2010 for hypertension, nsaids and paracetamol (acetaminophen) for pain as well as ethinylestradiol; norethisterone (ortho-novum) and ibuprofen since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problem condition : depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish/ psych injury"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"), 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("abdominal pain") and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, genital haemorrhage, abdominal pain and pelvic inflammatory disease outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Previously reported essure insertion date: (B)(6) 2005. She received treatment for psych injury: no. If no removal planned, unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: the micro insert location is satisfactory and there is demonstration of tubal occlusion bilaterally. There is a persistent filling defect within the endometrial cavity that did not resolve throughout, the exam or- on the post delayed image; on (B)(6) 2010: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 02-jun-2021: mr received. Reporter information, patient's medical history, event: chronic pelvic inflammatory disease were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('chronic pelvic inflammatory disease') in a 37-year-old female patient who had essure (batch no. 636096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, adnexa uteri cyst, endometriosis of ovary, endometriosis and abnormal uterine bleeding. Concurrent conditions included hypertension, hemorrhagic cyst, teratoma and cholelithiasis. Concomitant products included enalapril since (B)(6) 2010 for hypertension, nsaids and paracetamol (acetaminophen) for pain as well as ethinylestradiol;norethisterone (ortho-novum) and ibuprofen since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problem condition : depression/psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish/psych injury"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"), 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("abdominal pain") and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, genital haemorrhage, abdominal pain and pelvic inflammatory disease outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 141 lbs. Previously reported essure insertion date : (B)(6) 2005. She received treatment for psych injury: no. If no removal planned, unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: the micro insert location is satisfactory and there is demonstration of tubal occlusion bilaterally. There is a persistent filling defect within the endometrial cavity that did not resolve throughout, the exam or- on the post delayed image.; on (B)(6) 2010: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.